Event description:
It was reported that during a mastoidectomy surgery, it was observed that the motor device was heating up after fifteen minutes of intermittent drilling. The reporter clarified that the drilling was done in about three minute increments over fifteen minutes of use. There was a ten minute delay to the planned surgical procedure. The reporter stated that the motor device was noticed to be warm and was switched with the spare. A spare identical device was used to continue the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.